Event description:
It was reported, the patient had pain and swelling at the implantable neurostimulator (ins) site and repositioning of the ins was needed. It was stated, the patient had increased pain around the left sided buttock wound where the ins was, the area was red, swollen, and tender. A swab was taken and antibiotics were prescribed. There was continued discomfort, especially on exertion but no symptoms to suggest infection. The patient then restarted pain medications. An x-ray was taken to check the position of anchors and ins, and an appointment was made for repositioning the ins. The patient was hospitalized and the device was repositioned on (B)(6) 2013. The event resolved without sequela and the patient was considered recovered on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.